Manufacturer narrative:
Novocure's opinion is that a contribution of the array placement to wound dehiscence cannot be ruled out. Contributing factors for wound dehiscence in this patient also include concomitant lomustine (carries a black box warning for myelosuppression. Source: lomustine prescribing information), concomitant dexamethasone (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, chemotherapy, and prior surgery affecting skin integrity. Wound dehiscence was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune/tmz arm of the trial (<1%) only.

Event description:
A (B)(6) patient with newly diagnosed glioblastoma began optune therapy on (B)(6) 2021. On (B)(6) 2022, the patient presented to urgent care with a chronic head wound that measured approximately 0.6 x 0.6 mm with cranial hardware visible at the wound base. The patient noted that the wound opened up around (B)(6) 2021. No drainage was present however, the patient noted the wound had been draining mostly at night. The wound was bandaged and the patient was discharged home in stable condition with instructions to keep the wound covered. During a follow-up office visit on (B)(6) 2022, the prescribing physician noted a 1 cm open ulcerated wound along the craniotomy surgical resection incision with exposed cranial hardware (last surgical resection (B)(6) 2021). The patient felt that optune "pulled at its edges". Optune therapy was temporarily discontinued. Patient was instructed to consult plastic surgery and neurosurgery for potential combined resection of recurrence and wound repair. No causality assessment from the prescriber is available.

Manufacturer narrative:
On (B)(6) 2022, the patient underwent a left craniotomy for resection of recurrent glioblastoma/tumor necrosis and complex wound closure. On (B)(6) 2022, the patient reported she had not resumed optune therapy due to a recurrent operation a few weeks prior and was waiting for the health care provider's approval to resume optune therapy. On (B)(6) 2022, during a follow up visit, the neurosurgeon noted much improvement in the patient's scalp. The surgical incision site was scabbed, and no dehiscence was indicated. On (B)(6) 2022, the patient reported she would be having additional surgery, including plastic surgery, to repair the scalp. On (B)(6) 2022, the prescribing site nurse reported the patient would not be resuming optune therapy due to additional surgery needed to close the wound. After follow up in six to eight weeks, the prescriber will reassess usage of optune therapy. On (B)(6) 2022, optune therapy was discontinued.